Event description:
Related manufacturer reference number: 3006705815-2019-02681. It was reported that the patient experienced an infection at the ipg and lead site. The system was explanted on (B)(6) 2018.